Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2 - date of death is an estimated date.

Event description:
It was reported that on an unknown date, an unknown size amplatzer amulet left atrial appendage occluder was implanted using an unknown delivery system. On an unknown date, it was reported that the patient passed away. No additional information was provided.

Manufacturer narrative:
An event of patient death was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the limited information received, a cause of the reported death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.